Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Film evaluation results are: a review of a single 10 second length video during implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the lowest right renal artery. The ipsi limb was placed distally into the distal right common iliac artery, and the contra limb was extended down into the mid-left common iliac artery. With the angiogram injector positioned within the bifurcate aortic body, contrast was seen coming from both sides of the bifurcate primarily near the level of the flow divider. The contrast had a blush appearance from likely a type IV endoleak. Both limbs were patent. No other stent graft issues were observed. Review of post-implant CT¿s from the same day as the implant revealed that the bifurcate was positioned just below the lowest right renal. The aaa appeared ruptured. Contrast was primarily seen outside the posterior side of the bifurcate limb beginning near the level of the bifurcate flow divider and extending down to the near the level of the gate. The precise source and type of endoleak could not be determined. There appeared to be good proximal neck and bilateral distal limb sealing. The exact cause and type of endoleak could not be determined from the film provided. The single angio image from implant showed what appeared most likely to be a type IV endoleak from the bifurcate and the same day CT image post-implant also showed a more likely type IV endoleak; however, a type iii fabric endoleak could not be ruled out. Films during the intervention where 2 additional stent grafts were implanted which resolved the endoleak were not available for return.

Event description:
An endurant ii stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that the patient arrived at the hospital with a ruptured abdominal aortic aneurysm. The physician implanted the stent grafts successfully. No complications were observed during the procedure. After the stent grafts were implanted, they were post dilated with a reliant balloon. The final angiogram shows a tardive leak not solved with additional dilatation. Later that day the physician did a doppler and a CT control where a type iii endoleak, fabric in the stent graft at the flow divider level was identified. Two additional stent grafts were implanted resolving the endoleak. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported.

Event description:
Additional information received. Per the physician, the patient¿s follow up was unremarkable and as for standard practice, another CT was performed recently and the results were: aneurysm sac shrinkage and no endoleak. The patient is fine.